Manufacturer narrative:
The product was not returned, therefore no product analysis can be performed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that thirty-four days following the implant of this transcatheter bioprosthetic valve, the patient presented with heart failure. An echocardiogram revealed that the valve migrated into the ventricle and resulted in severe aortic regurgitation. The valve was surgically explanted and a non-medtronic surgical valve was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.